Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge screen was completely glitching & they couldn¿t manage the buttons. This issue was discovered during a case but there were no adverse effects to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. The reported failure couldn¿t be recreated. One unpackaged abs-10060r serial/batch number (B)(6) was received for evaluation. Visual inspection revealed scratches on the housing. The returned device was assembled with an abs-10063 lot# 2020100244 and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The angel was connected to the power and turned on without problems. The device buttons were tested, and there were no issues. The button responds to the touch, and the machine works as intended. No problem found.